Manufacturer narrative:
Lifescan was requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter was set to an incorrect language and was difficult to use. The patient tests her blood glucose 2-3 times a day. She takes metformin (unknown dosage) twice a day. The patient mentioned that the alleged issue started on three days earlier, and that she received medical treatment the next day. However, when the medical affairs specialist (mas) spoke to the patient, she said that she had stopped testing for 3 days prior to seeking medical attention because of the meter issue. The patient said that she could not understand the language that the meter was set to and therefore stopped testing her blood glucose for a total of 3 days. Although the patient was unable to test her blood glucose, she continued to take her metformin medication as prescribed. At an unspecified time on two days prior to original date, the patient started feeling shaky but was not sure if her blood glucose was high or low. She contacted her doctor for assistance because of the symptoms and meter issue and was advised to call lfs for help. The patient did not take any actions to treat herself because of the symptoms or meter issue. The patient indicated that she would have taken something to raise her blood glucose if she knew her blood glucose was getting low. During troubleshooting the customer care advocate (cca) was able to walk the patient through correcting the meter's language. She did not know how the meter's language was changed initially. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started. The patient had stopped testing her blood glucose for 3 days prior to the symptoms developing.